Event description:
It was reported that, during the implant procedure, there was undersensing, the patient's right ventricle was perforated, and a pericardial effusion was revealed on echocardiogram. The lead was explanted, however the patient's blood pressure decreased, he 'coded' and suffered sudden cardiac death.